Event description:
Valve explanted after 8 months due to echo showing paravalvular regurgitation; heart failure, infection in annulus and dehiscence noted at explant. Further information was provided.